Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had erroneous results the following information was provided by the initial reporter: it was reported that customer is experiencing high potassium result. The lot # is 9315452. The customer stated there were 6 high k+ and will send me the results. She stated that the tubes are inverted 5x and spun immediately at the clinics, and then shipped to the lab for testing. They are not re-centrifuged at the lab. Customer called in to see what the centrifugation times are for tube #367960. She stated that they recently switched but kept the same speed. They do 3000 rpms for 7 mins. She is wants to know if this could be the cause of the high potassium. The tube was collected yesterday and was ran today.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had erroneous results. The following information was provided by the initial reporter: it was reported that customer is experiencing high potassium result. The lot # is 9315452. The customer stated there were 6 high k+ and will send me the results. She stated that the tubes are inverted 5x and spun immediately at the clinics, and then shipped to the lab for testing. They are not re-centrifuged at the lab. Customer called in to see what the centrifugation times are for tube #367960. She stated that they recently switched but kept the same speed. They do 3000 rpms for 7 mins. She is wants to know if this could be the cause of the high potassium. The tube was collected yesterday and was ran today.